Event description:
Relay pro nbs device was deployed into the open chest for a frozen elephant trunk procedure. When getting to step 3 of the procedure, the proximal clasp would not pull down and was stuck. It took several attempts with a high level of physical pressure to disengage the proximal clasp from the device to release. This has happened on 4 separate occasions with this device. Non seemed worthy of reporting but when talking with other reps, it appears that most every rep has experienced this occurrence. Not sure what is causing it but we need to figure out a method to resolve this issue during the procedure. Patient outcome - "patient not affected by incident."

Event description:
Relay pro nbs device was deployed into the open chest for a frozen elephant trunk procedure. When getting to step 3 of the procedure, the proximal clasp would not pull down and was stuck. It took several attempts with a high level of physical pressure to disengage the proximal clasp from the device to release. This has happened on 4 separate occasions with this device. Non seemed worthy of reporting but when talking with other reps, it appears that most every rep has experienced this occurrence. Not sure what is causing it but we need to figure out a method to resolve this issue during the procedure. Patient outcome: "patient not affected by incident."